Event description:
It was stated that the paramedics were called to the customer's home due to low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.